Manufacturer narrative:
Device is a combination product. Age of time of event: 18yrs or older. Device evaluated by MFR.: promus element,mr,ous 2.50x28mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break, located 20.5cm distal to the distal strain relief. A hypotube kink was also identified at a location 19cm distal to the distal strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A visual and microscopic examination of the bumper tip showed no signs of damage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 03-jul-2019. It was reported that advancing difficulties occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. A 6f guide catheter was delivered and the vessel was prepped using a 2.5mm balloon catheter. The physician advanced a 2.50x28mm promus element drug-eluting stent to treat the lesion. However, unusual difficulties were encountered and the device could not reach the lesion after multiple attempts. The device was removed from the patient's body and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed hypotube detached/separated.